Manufacturer narrative:
On 05 oct 2015 it was communicated that no revision was foreseen for the patient. On 25 oct 2015 it was further re-confirmed the same thing. On 03 november 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 144107: (B)(4) items manufactured and released on 04 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Not explanted.

Event description:
Revision surgery planned 3 years after primary due to pain.